Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the male luer collar was cracked. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal connector coupler of duo-vent clearlink luer activated valve cracked off but remained attached to the injection cap. The set was being used to deliver norepinephrine. There was no patient injury or medical intervention associated with this event. No additional information is available.